Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Other relevant device(s) are: product ID: 9731203, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the navigation system displayed a communication error when the emitter was connected. Rebooting the navigation system did not restore functionality. There was no patient present when this issue was identified. Troubleshooting found that the em interface displayed one fault on the third drive section.